Event description:
Patient reported obtaining a blood glucose result of 277 mg/dl on the suspect device. Patient indicated that blood glucose was immediately retested on a physician's device with back-to-back result of 100 mg/dl and 99 mg/dl. No patient injury was reported and no treatment was received. Quailty control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.